Manufacturer narrative:
On (B)(6) 2018 the r&d project manager checked the explant device commenting as following: the minimax stem was analyzed. The surface showed the coating absorbed in some areas, especially in extradox and intradox, where the maximum contact is supposed to be form the x-rays image. No other particular signs were noticed, and from the received piece it is not possible to determine the root cause of the event.

Manufacturer narrative:
On (B)(6) 2017 the medical affairs director made the following analysis: early subsidence of an anatomic cementless stem in primary thr. Evidence of significant fracture can be drawn from the radiographs supplied; no mention of traumatic events. The reason for the fracture and the subsidence is not known, nor can we determine which happened first. One possibility is the insertion of an undersized stem that was unable to find sufficient stability, but of course other reasons may apply. Batch review performed on (B)(6) 2017, lot 160265: 16 items manufactured and released on 18 may 2016. Expiration date: (B)(6) 2021. No anomalies found related to the problem. To date, 12 items of the same lot have been already sold without any similar reported event.

Event description:
Following the primary surgery the review of the patient discovered that the stem had subsided and a greater trochanteric fracture was present. The revision surgery was completed successfully using a revision stem and cables. As the acetabulum is a dm cup a new liner and ceramic had was also implanted. Although subsided, the stem displayed excellent on-growth and stability within the canal as such it was difficult to explant. The cup was not touched.